Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hernia.according to the reporter: ballon would not inflate. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes.